Manufacturer narrative:
H10: on (B)(6) 2023, the machine pressure sensor autozero failed alarm occurred at the repair center, and the occurrence of the alarm was confirmed in the event log of the device. The data acquisition (da) printed circuit board assembly (pcba) was replaced, and the issue resolved. The fse cleaned the device, completed an overall check, and completed functional testing following the part replacement and resolution. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil). A pil technician (tech) installed the da pcba into the pil test device and functional analysis was performed. The device pressure accuracy testing failed. The pil tech was able to duplicate the alleged machine pressure sensor auto-zero failed alarm. The returned da pcba produced the alarm, and it was logged in the diagnostic report (drpt). The pil tech found that the reason for the alarm/part failure was a faulty u7 machine pressure sensor. The u7 machine pressure sensor was found to be out of specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a check vent machine pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that the autozero failure issue was found during a pre-use check. The customer stated that the message was no longer displayed after the device was rebooted, so they were unable to check the detailed message. It was planned to have the device collected from the customer by a philips representative on (B)(6) 2023. This investigation is ongoing.